Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right atrial (ra) lead was noted to exhibit high capture threshold. The physician elected to use and implant the ra lead. The patient was in stable condition throughout the procedure.